Manufacturer narrative:
Insulin pump received with blank display due to battery connector not plug in properly to b1 or ib. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a blank display. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting. The customer was also reported that battery compartment was neither damaged nor corroded, battery cap contacts were neither missing nor damaged, the spring was neither damaged nor corroded. The customer was reported that the insulin pump display returned. The customer was advised to replace and discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.